Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed the reported events. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and examined using a microscope. There was a hole in the pump kink resistant tubing (krt) (cylinder) that was the result of a sharp instrument damage which probably occurred during the explant; a leak was present. Due to this damage being consistent with explant it will be considered a secondary failure. There was a leak in the pump deflate button that was result of fatigue; hole was present. The pump krt was fatigue and worn down to filament. The pump was not functionally test due to leak was identified. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. The krt of both cylinders were worn down to filament; no (white) input tube sleeve on both cylinders. Cylinder 1 had a hole from avulsion that was the result of wear against the krt in proximal cylinder body; small leak was present. Cylinder 2 had a hole in the outer tube that was the result of a sharp instrument damage which probably occurred during the explanted; small leak was present in proximal cylinder body. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to an empty system. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to an empty system. No patient complications were reported.